Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient felt frustrated because they were not sure what to expected and they were not sure about anything and needed to know. Patient had an undesirable change in bowel movements. Patient stated that since yesterday, they had "mushy stool" . Patient was not sure if this was because of antibiotics. Patient was not sure what to expect. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
Report was corrected from adverse event and product problem to adverse event only as there is no device issue reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient felt frustrated because they were not sure what to expect and they were not sure about anything and needed to know. Patient had an undesirable change in bowel movements. Patient stated that since yesterday, they had "mushy stool" . Patient was not sure if this was because of antibiotics. Patient was not sure what to expect. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.